Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and sugar was 600mg/dl and diabetic ketoacidosis on time and date of hospitalization mentioned was (B)(6) 2017. Customer stated that she was on an IV drip and they tried to keep fluid on her do to insulin going bad and infusion set went in crooked when using the serter. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.